Event description:
It was reported that the shock impedance had been trending up over time and reached a value of 164 ohms. Technical services discussed further testing and programming of the lead. The right ventricular lead remains in service at this time and no adverse patient effects were reported. It was additionally reported that a commanded sync shock was performed to evaluate system integrity. The measured shock impedance was 165 ohms and the delivered shock impedance during the sync shock was 108 ohms. The measured value then came down to 133 ohms. The rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) is being used to capture the additional medical intervention of commanded sync shock.

Event description:
It was reported that the shock impedance had been trending up over time and reached a value of 164 ohms. Technical services discussed further testing and programming of the lead. The right ventricular lead remains in service at this time and no adverse patient effects were reported.